Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was hospitalized for dka and had a blood glucose reading of greater than 600 mg/dl. He was hospitalized on (B)(6) 2013. The patient takes bolus insulin from 1-3 times per day. It was noted that one day prior to the hospital visit, the patient went without insulin because the patient insulin cartridge was empty for approximately 3 hours. The patient could not provide more information about the event leading up the hospitalization. During the time of admission, the patient reportedly had ketones and symptoms described as nausea, vomiting, and abdominal cramps. At the time of the call to animas, the patient was on IV insulin drip. During troubleshooting, it was note there was an empty cartridge alarm on (B)(6) 2013 from 11:42 am to 1:22 pm. The nurse confirmed she was able to prime 5 units with visible drops and bloused 5 units with visible drops. The time/date was set correctly. There was no evidence of a product malfunction associated with the reported event. This complaint is being reported because the patient required medical intervention for dka while on insulin pump therapy. Although there was no product malfunction associated the event, the animas product could not be ruled out as a contributor to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.